Event description:
This report is being filed after the subsequent review of the following article: gornet, m., schranck, f., taylor, b. (2012) late subsidence after cervical disc arthroplasty. The sine journal, volume 12, pages 83s-84s. USA article. This study examined the incidence of late subsidence and subsequent revisions in a large consecutive series of cervical disc arthroplasty (cda) patients. The study enrolled 355 patients with a history of cervical degenerative disease and they were treated between april 2003 and september 2011 with cda at 551 levels. Two-hundred and sixty prodisc-c prostheses (synthes, (B)(4)) were used for implantation, in addition to two other non-synthes prostheses that were used for implantation. The average patient age was 45.8 years and the gender ratio (male/female) was 200:155. The patients were treated at one or more levels including 12 prior anterior cervical discectomy and fusion (acdf) patients undergoing cda at one ot more levels. For complications: this report refers to 4 prodisc -c devices that showed progressive subsidence radiographically beginning 3 or more months after surgery and were revised and patients were revised due to renewed pain. This report is 1 of 3 for (B)(4). This report is for an unknown number of prodisc-c devices, unknown quantity and lot number.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Gornet, m., schranck, f., taylor, b. (2012) late subsidence after cervical disc arthroplasty. The sine journal, volume 12, pages 83s-84s. This report is for an unknown prodisc-c device/unknown quantity/unknown lot. (B)(6). The investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number were provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.